Event description:
Customer reportedly received the following results within 10 minutes on the same device: 359 mg/dl, 173 mg/dl, and 89 mg/dl. No action taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.